Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that six days post implant, the patient implanted with this right ventricular (rv) lead presented to the clinic with pre-syncopal symptoms. Interrogation of the associated pacemaker revealed increased threshold measurements. A chest x-ray confirmed that the lead had moved slightly. The rv outputs were increased to ensure capture and the patient was hospitalized for a new rv lead as they are pacemaker dependent. There was no asystole. Additional information received indicates that the lead was repositioned and remains in service. It was also reported that the patient recently fell which likely caused the lead to move.